Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patients noticed last week that they did not feel the stimulation sensation at all and when they went to check the status of their therapy they encountered the message "internal device has lost all data". Ask patients if they know of anything that might have caused this. Patient-reported they had external stimulation on their back at the chiropractor's office. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.